Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was placed into the patient's basilic vein in their arm and was being maintained at home. During a line flush the clinician found the slide clamp on the extension line appeared to have split the line causing it to become unusable. As a result, the catheter was removed and exchanged. There was a delay in treatment but they do not know if this caused any patient harm. There was no patient injury, death or complications reported.